Manufacturer narrative:
No sample has been returned for evaluation of leaking valves and patient eye unstable during instrument removal; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that valved trocars leaked during removal and insertion of instruments and the pressure was difficult to maintain during three procedures. Water leaked wetting equipment and the surgical field. The product was not replaced to complete the procedure. There was no harm to the patients but surgeries were not smooth to perform. There are no samples returning for evaluation. This is the first of three reports being filed for the same facility. Additional information has been requested.